Event description:
It was reported that prior to surgery it was discovered that the motor device had "a cut in the hose". The reporter clarified that the motor device's "adapter that plugs in at the end of the cord was severed with wires exposed". There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed which found a cut in the cord and exposed wires. The cord appeared to have a lot of wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse and or abuse of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.